Manufacturer narrative:
A supplemental report is being submitted for additional information. The additional information has been added to the event description. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that several days later anticoagulation therapy was started and it was confirmed via another head CT scan that the cerebral hemorrhage had subsided. The patient's right hand was movable but the left hand remain immovable, but it is uncertain if that is sequela of cerebral hemorrhage or patient's original disability. The patient had subtherapeutic inr levels and the goal was to elevate and manage the inr levels.

Manufacturer narrative:
A supplemental report is being submitted for device investigation. Product event summary: the pump was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated the patient was unconscious and had dilated pupils. Head computerized tomography (CT) scans confirmed a right and left hemisphere cerebral hemorrhage, which were treated with craniotomies for hematoma removal. It was also reported that the patient had not received anticoagulant therapy due to heavy postoperative subdural bleeding potentially related to the patient's danon disease. Several days later, anticoagulation therapy was started and a head CT scan revealed that the cerebral hemorrhage had subsided. The patient's right hand was movable but the left hand remain immovable, it is uncertain if that is due to sequela of cerebral hemorrhage or patient's original disability. The patient had subtherapeutic inr levels. The goal was to elevate and manage the inr levels. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, bleeding and neurological dysfunction are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their danon disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information has been requested regarding details clarification of the event, but it was not available at the time of this report. If additional information is received, the event will be updated, and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post ventricular assist device (vad) implant, the patient was unconscious and had dilated pupils while they were in the intensive care unit. A head computerized tomography (CT) scan confirmed a left hemisphere cerebral hemorrhage and the patient underwent a craniotomy for hematoma removal. It was also reported that the patient had not received anticoagulant therapy due to heavy postoperative subdural bleeding potentially related to the patient's danon disease. A repeat head CT confirmed a right hemisphere cerebral hemorrhage and the patient underwent a second craniotomy for hematoma removal. The following day, the patient's extracorporeal membrane oxygenation support was withdrawn and their pupillary response returned. The patient's condition was reported as extremely dangerous, and their anticoagulation therapy continued to be withheld. The vad remains in use. No further patient complications have been reported as a result of this event.